Manufacturer narrative:
The account found the power supply board has corrosion all over the components. The account replaced the power supply board to resolve the issue.

Event description:
The account alleged the bed has no power. No patient impact.